Event description:
It was reported that prior to starting a da vinci surgical procedure, the tip of the monopolar curved scissors instrument was observed to be damaged. The instrument was not used on a patient. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported. Upon requesting additional information from the customer, it was clarified that the tips did not approximate.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument blades had a small indentation at the tips preventing the instrument from cutting properly. The instrument was placed on an in-house system and failed a cut test due to the damage. The instrument passed electrical continuity testing. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found small areas of the pad printing removed. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .912 in length. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing pad printing material and/or tube abrasions, found during failure analysis investigation, could likely cause or contribute to an adverse event, if to recur.